Event description:
It was reported that customer received a calibration error alarm. Customer's blood glucose was 454 mg/dl. Assistance was given on sensor alerts. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.